Manufacturer narrative:
Date of event: exact date is unknown, issue occurred following implantation on (B)(6) 2021 and before the issue was reported on (B)(6) 2022. Explant date: lens remains implanted. Telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation was required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that one year after intraocular lens (iol) implantation surgery the patient is experiencing some visual issue related to the lights. Through follow up we learned that the patient is having issues looking at lights because they appear blurred with rays of light radiating from the center of the light source. The iol was not explanted and the patient confirmed he cannot drive safely because of this issue. No additional information was received.